Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a colectomy procedure, the stapler worked properly during the procedure. The doctor estimates the anastomose was correct. The stapler was discarded. Theree days after the surgery, the patient had a fistula. The surgeon had to do a laparotomy. He was asked if he observed something abnormal on the staples, he did not answer that question. Today, the patient is fine. Additional information has been requested but to date, no more information has been received. Should additional details be provided, a supplemental medwatch will be sent.